Event description:
On hold for dp 12/12it was reported that the pump shut off unexpectedly while charging the pump battery. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.